Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced prolonged hyperglycemia followed by hypoglycemia while using a g7 cgm with an insulin pump, with a lowest blood glucose of 45 mg/dl confirmed by glucometer; the sister administered oral fast-acting carbohydrates (juice and glucose tablets), and the glucose began to rise. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention in the form of oral glucose. Investigation included interviews with the user¿s caregiver and analysis of information provided by the user. Investigation of this case revealed no specific device findings and insufficient information regarding a device component, and the medical device problem could not be characterized due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.